Event description:
It was reported that during a pulse field ablation procedure, a farawave was selected for use. During procedure, left veins were already isolated. Physician was mapping the right inferior vein. The veins were ablated in basket configuration. When changing to flower, the physician felt that the guidewire was broken. Farawave was redrawn from left atrium and outside the patient. Guidewire was retracted out of farawave. Possible leaving a piece of the wire inside the farawave. We didn't want to take risk and decided to exchange the device. Procedure was completed successfully.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation summary: when the catheter was received at boston scientific's post market laboratory it was first visually inspected and it was observed that the original guidewire was still in the device. The guidewire was partially unraveled and when investigators attempted to insert a new guidewire into the catheter, they were unable to as the lumen was blocked. When the catheter was dissected investigators observed a portion of the original guidewire wire along with some blood and tissue. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire and tissue damage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event as the trapped tissue is likely caused by advancement or retraction of the guidewire while the guidewire or catheter are engaged with tissue.

Event description:
It was reported that during a pulse field ablation procedure, a farawave was selected for use. During procedure, left veins were already isolated. Physician was mapping the right inferior vein. The veins were ablated in basket configuration. When changing to flower, the physician felt that the guidewire was broken. Farawave was redrawn from left atrium and outside the patient. Guidewire was retracted out of farawave. Possible leaving a piece of the wire inside the farawave. We didn't want to take risk and decided to exchange the device. Procedure was completed successfully.